Event description:
It was reported that the patient experienced anterior chest pain and a possible perforation caused by the right ventricular lead was noted. The lead had high threshold and was not sensing nor capturing. When the output was increased, "twitching"/stimulation of the chest wall occurred. A chest x-ray and fluoroscopy revealed that the helix was bent however it retracted after multiple turns. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed the helix was bent. There was body tissue/fibrotic growth on the distal electrode and visual analysis noted the lead had apparent explant damage. (B)(4).